Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product/lot information not available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this is part of a serial I&d with a poly exchange from the case on (B)(6) 2012 with the following comments listed there: patient has been being treated for chronic infection in gj. Came for further treatment. I&d with poly exchange scheduled. Tibia was loose upon intra-operative evaluation ( sigma mbt w a sleeve and press fit stem - not product numbers or lot numbers). The tibia disengaged from the sleeve but the sleeve did not move. It was decided to clean up the exposed tibia instu and reinsert it with cement on the undersurface. This was due to the poor health and age of the patient. Serial I&ds may be performed. Unknown date or location of insertion of the components. Doi: (B)(6) 2021, dor: (B)(6) 2021, right knee.